Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, button not working, was reproduced . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be #6 key was not functioning due to damage from an external influence. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's button was not working during testing in the biomedical service department. There was no patient involvement. No additional information is available.